Event description:
This is a report of a patient death coincident with automated peritoneal dialysis (apd) therapy. The patient was hospitalized two days prior to death for bilateral leg pain. The cause of death was reported to be cardiac arrest. Pd therapy was not ongoing at the time the patient passed away. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, it was discovered that the patient was using a different device. As the serial number is known, a review of the device history. Review of the device logs did not confirm the reported problem. There were no keystrokes, programming, use related or iipv events that would indicate and/or contribute to the reported problem. Review of service data revealed that there is no previous service history for this device. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away.